Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information was requested, and the following was obtained: please explain how the pa was torn. Were any blood products required? How was the procedure completed? What is the surgeon¿s experience with device? Did the event occur during the placement of device, removal or firing? Was the device able to be fired? Was the tear at staple line or adjacent? Was this the first firing of device? Are any photos or video available? What is the current patient status? There is a significant amount of blood product used to resuscitate this pt. Procedure was completed. We do not have any photos or video. This was not the first firing of the device. I do not know the pts current status, last I heard the pt was discharged and doing well. This surgeon has at least 1.5 yrs of use with this device since he has been at our hospital. I do not know how much experience he has had with it from previous hospitals he has worked with. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy, the stapler tore the pa. The chest had to be opened. The case was delayed but completed successfully.